Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to the female adapter of an extension tubing set and was being used to deliver an unspecified medication. The customer contact reported that when the nurse inserted the luer into the connector of the extension tubing set, it was pushed in really hard. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter from the female adaptor of the extension tubing set. At this time, it was reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the extension set was stuck in the open position and that an unspecified volume of blood may have leaked from the female adapter of the extension tubing set was replaced. No specific details were provided. There were no reports of any adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.